Manufacturer narrative:
Section d9 updated due to device evaluation. Section h6 evaluation codes updated due to device evaluation. Method code - remove b17 and add b01 result code - remove c20 and add c13 component code - remove g07003 and add g07001 h3: device evaluation summary: medtronic conducted an investigation based upon all information received. It was reported that while in use on a patient, this 980 ventilator generated a backup ventilation (buv) message after ¿circuit disconnect is displayed during suction with closed suction¿. A review of the ventilator logs indicates that the unit entered into buv and went into loss of ventilation to the patient at the time of the event. The device was available for evaluation. Service personnel (sp) inspected the unit and confirmed the reported event in memory but could not duplicate it. Additionally, sp found the unit failing the mix leak test of extended self test (est) with diagnostic codes. Reinstallation of mix proportional solenoid (psol) of oxygen (o2) and air resolved the mix leak test problem. The unit passed all the required calibrations and tests as per manufacturer specifications at the time of service. The cause of the event could not be determined. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality specifications. The event is included in a trending and monitoring plan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section a patient information and section e initial reporter cannot be provided due to japanese privacy regulations. Section e. Japan. Medtronic personnel reported event to manufacturer on behalf of the customer. H3: medtronic has not received the suspect device/component from the customer for evaluation nor has the device been evaluated by the medtronic service engineer. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that while in use on a patient, this 980 ventilator generated a backup ventilation (buv) message after ¿circuit disconnect is displayed during suction with closed suction¿. The patient was removed from the ventilator and placed on an alternate ventilator with no injury reported. Although the customer reported that the device entered buv, a review of the ventilator logs indicates that there was a loss of ventilation to the patient at the time of the event.